Event description:
It was reported that the device stopped rotating. A 2.4mm jetstream xc was selected for use in an atherectomy procedure in the right superficial femoral artery (sfa) to treat a chronic total occlusion (cto). During the procedure, the device crossed the cto. As the device was retracted using rex mode, the device stopped rotating. The device was retracted anyway. An attempt was made to engage the device again and advance through the tight segment, but the blades would not engage while the system was on. The procedure was completed by post-dilating the lesion with a 6mm x 150mm x 150cm sterling balloon followed by a 6mm x 150mm x 150cm ranger drug-coated balloon. The procedure outcome was satisfactory. No patient complications were reported, and the patient was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the jetstream device xc-2.4 was received. The shaft and the remainder of the device was inspected for damage. Visual examination showed no shaft damage. The functionality of the device was checked by setting up the product per the instructions for use. The device primed as designed. The device was activated, and the blades did spin as designed. The device was functionally tested for a period of 2 minutes with no issues or errors in the blades down and blades up modes. Inspection of the remainder of the device, revealed no damage or irregularities. Device analysis determined the condition of the returned device was not consistent with the reported information of activation issues.

Manufacturer narrative:
G4: aware date was corrected from 01/07/2021 to 01/06/2021.

Event description:
It was reported that the device stopped rotating. A 2.4mm jetstream xc was selected for use in an atherectomy procedure in the right superficial femoral artery (sfa) to treat a chronic total occlusion (cto). During the procedure, the device crossed the cto. As the device was retracted using rex mode, the device stopped rotating. The device was retracted anyway. An attempt was made to engage the device again and advance through the tight segment, but the blades would not engage while the system was on. The procedure was completed by post-dilating the lesion with a 6mm x 150mm x 150cm sterling balloon followed by a 6mm x 150mm x 150cm ranger drug-coated balloon. The procedure outcome was satisfactory. No patient complications were reported, and the patient was fine.

Event description:
It was reported that the device stopped rotating. A 2.4mm jetstream xc was selected for use in an atherectomy procedure in the right superficial femoral artery (sfa) to treat a chronic total occlusion (cto). During the procedure, the device crossed the cto. As the device was retracted using rex mode, the device stopped rotating. The device was retracted anyway. An attempt was made to engage the device again and advance through the tight segment, but the blades would not engage while the system was on. The procedure was completed by post-dilating the lesion with a 6mm x 150mm x 150cm sterling balloon followed by a 6mm x 150mm x 150cm ranger drug-coated balloon. The procedure outcome was satisfactory. No patient complications were reported, and the patient was fine.